Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility to obtain additional information regarding the reported event and was informed that the device was inspected prior to use. No abnormalities were noted. The device is stored on the shelf in the facility¿s storage room. The camera cable does not appear to be damaged. The camera head has never been dropped. There were no kinks, twists or buckles in the cable cord. The instructions for reprocessing chapters 5 through 8 are being followed to clean, disinfect and sterilize the camera head. In addition, the manual for the subject device and manuals of all other equipment used are followed. In addition, the device was returned to the service center for evaluation. The customer¿s complaint of "no image" was confirmed due to moisture in the charge-coupled device (ccd) lens. A visual inspection of the cable found kinks and that it had expanded. The cable expansion is likely due to the unit being incorrectly/insufficiently reprocessed. The exact cause of the reported event cannot be determined at this time. The legal manufacturer will review the content of this report for further investigation. However, the instruction manual states ¿ after using this instrument, reprocess and store it according to the instructions given in the camera head¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿

Event description:
The service center was informed that during an unspecified procedure, no image appeared on the camera head. The connection was secure. The settings on the device were unknown. It is unknown if any errors, alarms, alerts or warnings appeared. It was confirmed that the camera head was compatible with the ancillary equipment being used. There was no delay in the procedure. No other devices were replaced during the procedure. The procedure was able to be completed with a different device. There was no patient injury reported.